Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00300. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00257.

Manufacturer narrative:
No report of patient involvement. (B)(4). The ge healthcare service representative performed a checkout of the system and re-tightened connections to eliminate possible leaks.

Event description:
The hospital reported that the system did not pass test showing an air leak. There was no report of patient involvement.